Manufacturer narrative:
PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: visual inspection of the returned product found the iol was inadequately rotated inside the triangle part of the nozzle and the iol passed over iol. It appeared the volume of used viscoelastic material was not enough. There were no irregularity found on injector and iol, all met criteria. Conclusion code: based on the complaint history and product evaluation, it was not possible to determine the exact root cause. It is still possible that the viscoelastic material was not filled enough and the lens did not move as expected. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to insert a ks-ni2 aq310ain 14.5 diopter preloaded injector. When handling the rod, the iol rotated and became blocked. There was no patient contact and the surgery was cancelled.